Manufacturer narrative:
This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the femoral impactor head broke while impacting the femur.

Manufacturer narrative:
Upon visual inspection of the device, it was fractured into five pieces and all of the pieces have been returned. There are gouges on the impact surface of the device indicating long-term use of the device. Dimensions were found conforming to print specifications where measured. The feature alleged against was analyzed visually and a review of the device history records for the reported issue would not provide additional information that would assist in determining the cause of the reported event. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. The device was in the field for approximately 3 years and was used an unknown number of times. Therefore, the wear and tear from use is considered the root cause.